Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the instrument found that it was returned with the cam broken, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a varix procedure, the clips would not advance. Completed with the same like product. There was no patient consequence.